Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient was in and out of the hospital up until recently. There were no additional adverse patient effects reported. The ra lead was capped.